Event description:
Customer reported the table will not tilt or roll. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a defective hand switch and lock. System operates as intended.